Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 05812sgm3, frequency and expiration date unspecified). After an unspecified duration, the toothbrush snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(6) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number 05812sgm3, frequency and expiration date unspecified). After an unspecified duration, the toothbrush snapped in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on visual inspection and analysis of received sample, the claimed toothbrush was broken. The tufts were less deformed. The handle breakage was at the thinnest point of the handle. During the overbend test of validation, no toothbrush was broken. Handle area of breakage was the area of clamping during execution of the overbend test. Therefore this part of the handle did not get load with bend forces during the test. A change of the basic handle material has been released. The claimed toothbrush had been manufactured according to the specification. No manufacturing error had been detected. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.